Event description:
It was reported that an ilet pump overheated and failed to charge while on a charging pad for an extended period, including when using a newly provided charger, consistent with a device overheating issue associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with device overheating and an insulation problem, with the issue traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.